Event description:
Event description guidant received information that during the implant procedure, a perforation of this patient's right atrium occurred and the lead was unable to capture the myocardium. Later, the lead was successfully repositioned and threshold measurements were within normal limits.